Manufacturer narrative:
Investigation: samples received: 1 open pouch. Analysis and results: we have only received an open pouch of the code-batch 1050052-213031n1. According to the customer information received, this unit was inside a box of another batch, and the other 4 units inside the box were correct. However, the batch of the product box have not been received. Without this information, we cannot carry out an analysis in order to take a decision. The code-batch received was expired more than 4 years ago (expiry date: 31.01.2015). As no batch number of the product box involved is received, the batch manufacturing record cannot be reviewed. Final conclusion: without batch number of the product box involved, we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if more information is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959 when additional information becomes available a follow up report will be submitted.

Event description:
It was reported the ampoule expired. The reporter indicated that after opening a new box, out of 5 pieces, 1 piece was found to be expired and the glue had hardened. No other information has been provided.